Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. It should be noted that the thv was implanted in the pulmonic position within a pre-existing surgical valve for this case. Therefore, this was an off-label procedure. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for central regurgitation and leaflet motion restriction has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. The cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist (fcs), during a transcatheter pulmonary valve replacement (tpvr) procedure utilizing a 23mm sapien 3 ultra resilia valve, the device was successfully implanted within a non-edwards surgical valve. However, post-implant imaging via angiography and intracardiac echocardiography (ice) revealed a frozen leaflet resulting in pulmonic regurgitation (pr). To address this complication, the clinical team elected to implant an additional valve this time a non-edwards device which successfully resolved the pr, as confirmed by a subsequent angiogram.